Event description:
Boston scientific received information that during the implantation of this right ventricular (rv) lead, the patient's blood pressure dropped. Although no perforation was observed on the x-ray, the physician began pericardial aspiration assuming a perforation had occurred. All attempts to stabilize the patient were unsuccessful and the patient subsequently died from cardiac tamponade. There were no allegations made against the functionality of the rv lead. The physician also reported that this patient had suffered a myocardial infarction (B)(6) prior and the myocardium in the ventricle was weakened.

Manufacturer narrative:
The rv lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.